Event description:
The tip of the patient's right double lumen groshong catheter broke off during the night. The groshong had been inserted in surgery 18 days previously. The anrp informed the rn to notify internal medicine group in the morning and the md was notified.